Event description:
I've had problems from the start. Essure was presented as my only option for permanent birth control with my insurance. I was offered no pre-sterilization counseling and no other options. I wanted a tubal but she said I couldn't have that. Assured me essure was safe and permanent. I trusted her and did it. I've had pelvic pain and irregular bleeding ever since. I've also suffered urinary incontinence for the past three years. My primary doctor wants answers she had hd me tested hormonally my eyes tested a brain MRI, the only thing in my body is the essure no other physical ailments. I had severe pain during the balloon inflation at my occlusion test; pelvic pain; abnormal bleeding; urinary incontinence; dental loss; anxiety and depression things I've never in my life had problems with. Had a severe anxiety attack thought I was dying in (B)(6) of this year; suffer from migraines and numbness in my face; went to an urology specialist who could find no physical systemic reason for the incontinence at all.; I'm (B)(6) and wear depends and dentures. I believe the coils are toxic and my ob doctor refuses to admit that they could stem from essure after thousands of other women have suffered the same effects. Dr. (B)(6) insists that it is not essure but won't find out why I'm bleeding. Won't even test for allergies like nickel or polyester sensitivity after I bled heavily for 4 months straight. I have rashes on my skin and total vaginal dryness now; (B)(6) had a sono tech supposedly check the coils months ago and said they're in place. No other tests. After a long bout of bleeding (B)(6) with a brief lapse into (B)(6) 2016 dr. (B)(6) prescribed depo provera to stop the bleeding. I was upset and said why won't you help me find out if essure is causing these problems. I don't blame you, I just want help stopping this. She said can't help you and don't know who will and I can't get anyone to take me as a new patient. Over the past three years my teeth and gums have deteriorated to the point that my dentist recommends full extraction. I need help. I want the coils out. (B)(6) year old female. Dr (B)(6) placed the device and (B)(6) refuses to help with the problem, my email is (B)(6). Thank you.